Event description:
Boston scientific crm received information that this patient fell a couple months ago and her left ventricular (lv) lead impedances increased greater than 2000 ohms. The lead was explanted and replaced with no complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual observation of the lead noted dried blood and body fluids had infiltrated the entire lead lumen. The conductor coils were fractured at 422 mm from the terminal pin. Damage to the outer and inner insulation was noted around the fracture site. No further testing was performed. Laboratory analysis was able to confirm the field allegation of high impedance measurements. A fracture was identified and being attributed to the suture sleeve tie down.